Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a patient experienced an inappropriate defibrillation event while in the hospital. The ECG recording showed that the patient had intermittent cardiac activity with CPR artifact at 22:26:06 on (B)(6) 2015. The response buttons were pressed intermittently at 22:26:22. A treatment was delivered at 22:27:09. CPR artifact contributed to the false detection. The response buttons were pressed during the event but no immediately prior to the treatment. The patient as resuscitated and moved to the hospital ICU.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient was resuscitated and transferred to the ICU. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4) - reuse. Electrode belt (B)(4): 09/2014 - initial use. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).